Manufacturer narrative:
The company representative confirmed and replicated the reported issue. The optical head was subsequently replaced to resolve the issue. The optical head was returned for investigation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Equipment was received for investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The optical head was installed on a calibrated hotbed. Mechanical instability was noted at the interface between the optical carriage and the scope mounting bolt. Disassembly determined that there was a small amount of play on the contact points between the lead screw and gear nut, allowing slight movement to the optical carriage. However, while play was noted, there was no evidence that the optical carrier could potentially detach. The root cause of the reported event is attributed to a nonconforming optical head, where there was play in the contact points between the lead screw and gear nut. How or when the ¿play¿ between the contact points occurred within the system, is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing site, that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the connection of the head and arm was loose in an ophthalmic microscope. Procedure details and patient impact have not been provided. Additional information has been requested.